Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced low blood glucose levels of 48mg/dl. Customer stated that the pump woke them up, but does not know what led up to the hospitalization. The customer did not report any symptoms. The customer was treated for the low blood glucose intravenously and sent home. Customer¿s blood glucose level was 297mgdl at the time of the call. The pump was not returned for analysis. The customer was assisted with troubleshooting sensor glucose versus blood glucose issues but declined troubleshooting for the low blood glucose. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 48 mg/dl at the time of the incident. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer had been having the sensor glucose versus blood glucose issues for two to three days. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.